Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. During a routine one (1) year follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient was placed back on anticoagulation medication with reimaging planned at the next follow-up examination in three (3) months.